Event description:
I have a philips respironics that is on the recall. My recall registration number is (B)(4). For several months I have been waking with nausea, have a chronic cough, very red irritated eyes and sinus issues that have increased. I received the notice on (B)(6) 2021 and stopped using the machine. The nausea is gone, the red eyes not as red, but the cough and sinus still there. I am not doing well off the machine, as I have a neuro muscular disease, myasthenia gravis. I need a machine but cannot find one. Doctor and medical equipment provider unable to help, and philips says it can be up to a year to replace. I am afraid to use this one. I have a bipap because I need it. Philips needs to do something even if it is to buy a different unrecalled bipap. Since recall started in (B)(6), why am I just getting this letter at the end of (B)(6). FDA safety report ID # (B)(4).